Event description:
It was reported patient experienced hyperglycemia on (B)(6) 2026 due to infusion set fell off and treated with mdi.

Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.